Event description:
It was reported that the patient presented to the clinic on (B)(6) 2021. Upon examination, it was noted that there was noise on the right ventricular (rv) lead. Also, low voltage pacing lead impedance was high in the rv lead. Physician performed venogram and it revealed vein occlusion. There was inhibition of cardiac pacing due to noise. The physician capped and replaced the rv lead on (B)(6) 2021. The patient was in stable condition.